Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/over-stress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with a 14-52 gray stylet in the lead with the helix extended and stretched. No further helix function is possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician made two attempts to place the lead, however the lead helix became stretched. The lead was removed, and a new one implanted. No patient complications have been reported as a result of this event.